Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Reporter indicated that the event occurred in (B)(6) 2016 (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 13.0 diopter 6.0 preloaded injector in (B)(6) 2016. Prior to implantation in to the patient's right eye (od), the reporter indicated that the iol became stuck in the injector. The lens was not implanted and there was no secondary surgery.

Manufacturer narrative:
The product was returned loose in box. Visual inspection found the plunger overridden and no lens returned. (B)(4).